Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not connected to the bus and was unable to recover. A field service engineer (fse) found that drawer 5.2 main was not on the bus, fse replaced the drawer controller and the retractor band. After completing the replacement, fse performed a hardware application test, and the customer successfully carried out error recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not connected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.